Event description:
A customer reported that when using excel off brand reagent experienced erratic results. The following examples: at 10:49 -- 203 mg/dl, at 11:27 -- 74 mg/dl, at 12: 19 -- 91 mg/dl. The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. The customer was informed that bayer does not provide or support the use of an off brand reagent. The customer informed us that the insurance carrier decided to switch brands of product and was no longer using the elite system. Therefore, no evaluation could be conducted.